Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received in good visual condition and with two tr45w cartridges present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a hand assisted partial nephrectomy procedure, the device was fired. After the firing the device was difficult to open and after opening the device, the cartridge fell off the device and into the patient. The cartridge was retrieved. Unknown what color cartridge was being used. There is no further information available. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4).